Manufacturer narrative:
The manufacturer received information that dreamstation st30 ventilator was returned for evaluation. Based on the service evaluation of the device, there is no evidence indicating any malfunctions occurred or that therapy was affected. The device's logs were reviewed with no faults or errors recorded. The device was found to operate as expected. The filters, tubing and manual were replaced. The device passed final testing and was returned to stock.

Event description:
The manufacturer received that a patient prescribed ventilation therapy using a dreamstation st30 ventilator has died. There is no allegation that the device contributed to the death. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. The device has not yet been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.